Manufacturer narrative:
Investigation - evaluation. A review of documentation, manufacturing instructions, drawings, instructions for use (IFU), and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). PMA/510(k) # : k160593. The event is currently under investigation.

Event description:
During a thoracoabdominal procedure on an ide patient, because the cook beacon tip catheters are on recall a catheter from another manufacturer was used. Along with an indy snare from cook. The snare cut the other manufacturer's catheter in half leaving the remaining catheter in the body. The snare then failed to remove and broke off in the body. When trying to remove them up and over wire for the snare it completely crushed the distal body component. They were able to salvage the distal component and reline all items to smash the catheter and snare pieces between grafts. The patient outcome was good but the initial reporter feels this was an unnecessary problem.